Event description:
It was reported a patient underwent an unspecified procedure in which seprafilm was used. It was further reported the patient's "tissue was damaged because the seprafilm was very hard". There was no report of a medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date ¿about one year and half ago¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.